Event description:
The customer reported that the image would go blank when attempting to increase the kv. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board was replaced. The system was then found to be operating as intended.